Manufacturer narrative:
Follow-up #1: date of submission 10/20/2014.device evaluation: the device has been returned and evaluated by product analysis on 10/07/2014 with the following findings:the complaint could not be duplicated. A review of the pump¿s black box data revealed evidence of cs 054 call service alarms. The battery cap was not returned with the pump, and a test cap was used to complete the investigation. An ezprime and 24 hour duration test were successfully completed with no duplicated call service alarms. The pump was opened and no moisture or damage was observed inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.